Event description:
The treatment was initiated and within less than five minutes we got a blood in dialysate alarm. The unit protocol was followed and the dialysate was positive for blood. The treatment was discontinued and the circuit was discarded. This patient lost 200cc's of blood. The fibers in the dialyzer broke and the blood was possibly contaminated by the dialysate. The manufacturer responded that they will perform quality assurance testing.